Event description:
The nurse reports the signal button was pushed down on the flexi-seal fms device with a patient in the intensive care unit and they were unable to remove fluid from the balloon with a syringe. It was also reported that they were able to remove only ten milliliters of fluid from the flexi-seal fms when attempting to discontinue the device. It was further reported the fms was removed with the retention balloon intact.

Manufacturer narrative:
Based on available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/ event details have been requested. Should additional info become available, a f/u report will be submitted.